Event description:
The patient received inappropriate therapy due to noise on the lead. The lead was explanted.

Manufacturer narrative:
The retention lots of anti-d were tested with red cells of various rh phenotypes, including weak d. The expected reactivity was observed. The current specimen from the patient was returned for investigation testing. The specimen was tested with various manufacturer's anti-d and all results were negative, including weak d. Since the reported typing discrepancy occurred over a year ago, malfunction of user error can not be ruled out.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result of 3.79 mmol/l the patient sample was repeated on another architect analyzer and results of 0.98 mmol/l, 0.86 mmol/l and 0.88 mmol/l were generated. The discrepant results were reported outside the laboratory. There was no adverse impact to patient management reported.